Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at an outside hospital. Details were unknown but was stated to not be device or therapy related, and the device operated as expected.